Event description:
During the placement of 1 stimulator in the dorsal column the lead disappeared from view on the c-arm screen. Through the use of fluoroscopy the lead was noted high up in thoracic area. Md unable to retrieve, neurosurgeon consulted and MFR was called. No surgical intervention was recommended.